Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited oversensing of ventricular signals on the right atrial channel. Technical services (ts) was consulted to review an atrial tachy response (atr) episode and determine the arrythmia. Ts noted the patients rhythm was similar in the previous presenting electrogram as it was in the episode and determined the atr episode was a false positive and was oversensing. The patient had prior symptoms that correlated with higher ventricular events. Ts recommended the caller review the electrograms with the physician. No adverse patient effects were reported. This pacemaker remains in service.